Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the receiver display froze. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver display being frozen could not be determined. A root cause could not be determined.